Event description:
After burring the area near the proximal intercondylar eminence of the tibia with makopka and placing the trial, it was discovered that the intercondylar eminence had been cut down by about 5 mm (1/3) more than the planned line. The attachment site of the acl had become unstable, so a bone graft was performed to complete the surgery.

Event description:
No new information.

Manufacturer narrative:
An event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that robot was inspected with no reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.